Event description:
An error seven malfunction code on the continuous renal replacement therapy (crrt) machine occurred after hitting the up arrow several times to increase the fluid amount in the aeration chamber.